Event description:
The customer reported that he purchased the pump in style 6 months ago and that the transformer is no longer working; that it got hot and was smoking. The pump works fine with the car adapter.

Manufacturer narrative:
The customer did not return the product to medela and attempts to get the product back were unsuccessful. The original products were not returned for evaluation/ investigation. Therefore, no definitive conclusion regarding the root cause of the reported event can be made.